Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 200mg/dl and 93mg/dl. No quality control were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
Customer returned an empty drum of test strips; unable to test.